Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer reported "I have two teeth that are bumping against each other. It makes the bite uncomfortable and has resulted in jaw pain and I had a small chip in my tooth."